Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: a livanova field service engineer (fse) was dispatched on site: the event was confirmed. As troubleshooting, the circulator motor and the erosion kit were replaced. Functional tests were successfully performed, and the unit was put back into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an error message displayed onto 3t heater/cooler (e07, pump 1 is blocked (too slow)). The event occurred during procedure. There was no report of any patient injury.